Event description:
According to the reporter: stapler was unable to fire on the third firing. Tech was able to get the device to work after the case, but the adapter unload button appeared to be jammed.

Manufacturer narrative:
(B)(4).